Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jan-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zso-7-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-9 device of lot number c2028764 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2028764. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used . It may be noted that the use error of a 0.025" wire guide could have contributed to the kink on the pigtail end of the stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the pigtail section was bent. Confirmed quantity of 2 devices, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used . It may be noted that the use error of a 0.025" wire guide could have contributed to the kink on the pigtail end of the stent.

Event description:
The doctor wanted to insert the zso-7-9 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2-stright-0.025" ) into the stent. However the wire did not advance. She tried several times but failed, and when she checked the stent, the pigtail section was bent. So they used the new zso-7-9 (they did not change the wire guide, the visi2 guide wire was still maintained..) The pigtail of the stent, then pushed the guide wire (visi2-stright-0.025" ) into the stent. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Supplemental report is being submitted due to completion of the investigation.